Event description:
Intraoperatively, when the u blade was tapped, the lag screw entered deeply into the pelvic direction. The sales rep instructed the surgeon to remove the lag screw and retry the procedure again. Finally, the surgery was finished. It was found that this was caused by an attempt to insert the u-blade with the lag screwdriver handle horizontal to the target device. As a result, the set screw was also not properly fixed, resulting in the lag screw being pushed inward.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer to h6 health impact code. The reported event could not be confirmed due to the lack of evidence. Nonetheless, based on the information received, it could be determined that the root cause is user related, as hcp failed to properly follow the instructions of rc lag screw/u-blade insertion. Indeed, it has been communicated that it was found that this was caused by an attempt to insert the u-blade with the lag screwdriver handle horizontal to the target device. This is a clear deviation of the operative technique. As a reminder, the operative technique instructs that the lag screwdriver handle must be perpendicular (90°) to the targeting arm for a proper rc lag screw insertion and that the lag screwdriver must be removed from the setup prior to the u-blade insertion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Intraoperatively, when the u blade was tapped, the lag screw entered deeply into the pelvic direction. The sales rep instructed the surgeon to remove the lag screw and retry the procedure again. Finally, the surgery was finished. It was found that this was caused by an attempt to insert the u-blade with the lag screwdriver handle horizontal to the target device. As a result, the set screw was also not properly fixed, resulting in the lag screw being pushed inward.